Manufacturer narrative:
H3: analysis of the recharger (serial #: (B)(6)) revealed it was unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 mpxr (B)(6) (con, rep, for): it was reported that the patient's recharger won't stop flashing and won't turn on to charge the implant. A replacement recharger was sent and the issue was resolved. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported. (B)(6) 2024 e1 (rep, for): additional information was received stating that the cause of the recharger not turning on was unknown.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patients recharger won't stop flashing and won't turn on to charge the implant. A replacement recharger was sent and the issue was resolved. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported.

Event description:
Additional information was received stating that the cause of the recharger not turning on was unknown.

Manufacturer narrative:
Concomitant medical products: product ID wr9200, lot#/serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.